Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the part where the green connector was installed was damaged during PICC placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged connector piece is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 3fr groshong proximal connector and distal connector. The proximal connector handle was broken on one side. No obvious evidence of use residue was observed. Microscopic inspection of the break revealed several cracks in the vicinity of the break. The break surface exhibited a curved shape and microfractures. Microscopic inspection of the distal piece revealed what appears to be mechanical damage. The features of the break suggest the damage may have been due to excessive force during device handling. However, the root cause of the break could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the part where the green connector was installed was damaged during PICC placement. No other information was provided.